Event description:
Healthcare professional reported during the placement the implant ruptured in physician¿s hand. Device not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1 device photo analysis: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed opening on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "during the placement the implant ruptured in physician¿s hand." Device not implanted. Surgery was completed with a backup device.